Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.8 cm abdominal aortic aneurysm approximately 3 months ago. The aortic neck was 26 mm long and 24 mm in diameter. The common iliac arteries were 11 mm in diameter, mildly tortuous, and mildly calcified. It was reported that the endurant bifurcated stent graft was implanted without issues; however, approximately 2 months post-implantation, the patient presented with mild claudication. A CT demonstrated a complete occlusion of the ipsilateral limb. As the claudication is mild and manageable, the physician has elected to not perform any intervention, but to monitor the patient. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (graft occlusion).